Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to lcd glass anomaly. The insulin pump had cracked case at the display window corner, battery tube threads, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was black. The insulin pump had been bumped. The customer's blood glucose level during the incident was 100 mg/dl. The customer was advised to insert an energizer battery. The customer stated the display did not return to normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.